Manufacturer narrative:
On november 07, 2023, mentor received the device for evaluation. The complaint device was identified as a 375cc mentor memorygel breast implant. Lot: 5981749 catalog: 3503754bc expiration date: 3/24/2015 UDI: (B)(4). PMA: p030053 device manufacture date: 3/25/2010 a manufacturing record evaluation (mre) was performed for the updated lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The provided date of implantation was found to conflict with the manufacturing date of the patient's prosthesis. Follow-ups are being conducted to clarify this discrepancy. If additional information is received, a supplemental report will be submitted. On november 09, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant have a tear on the anterior view within an area of shell abrasion, measuring approximately 3 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with an unspecified smooth mentor gel breast implant. Post-operatively, the patient experienced a rupture of her right prosthesis, which was diagnosed using unspecified imaging. As a result, the patient underwent removal and replacement with an unspecified non-mentor breast implant on (B)(6) 2023. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(6).